Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a history of blood clots and had presented to the hospital with persistent pain in the right upper leg radiating down as well as into the right buttock. During the implantation procedure, the area below the renal veins was measured to be 2.8cm in diameter. The filter was deployed without any reported complications. The patient tolerated the index procedure well. According to the patient profile form (ppf), the patient became aware of the reported event two years and eleven months post implantation. The patient reports to have blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient also reports to have had a clot in the heart which caused a stroke and to be suffering from anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and fractures. Additional information indicated that the patient reports to have blood clots, clotting and occlusion of the inferior vena cava (ivc), of note a computerized tomography scan performed approximately three years post implant noted a stable posterior fracture of one of the legs of the filter. The report did not mention, tilt, blood clots, clotting or occlusion of the ivc filter. The patient also reports to have had a clot in the heart which caused a stroke and to be experiencing anxiety. It was noted that the patient became aware of the reported event approximately three years post implantation. The indication for the filter implant was pre-surgery and a history of blood clots. During the implantation procedure, the area below the renal veins was measured to be 2.8cm in diameter. The filter was deployed without any reported complications. The patient tolerated the index procedure well. There is currently no additional relevant information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15578577 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A stoke does not represent a device malfunction and may be related to underlying patient specific issues and or pharmacological factors. With the limited information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. Anxiety does not represent a device malfunction, rather may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and fractures. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed.  The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt and fractures. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.